Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog serial# unknown product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). The patient was last seen in 2018. Their device was explanted on (B)(6) 2017 (this is conflicting information as the patient was not implanted at this time yet, this however is the manufacturing date, hcp may be confusing with that date). Also, actions taken to resolve the eos was reported that the patient may follow-up in office. (Unclear if device was explanted or not)

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported both their programmer and neurostimulator was not working. Pt said they were getting a message showing a doctors icon with end of service (eos) below. Pt said the eos message started last night. Agent reviewed eos message. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.